Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that he was in the emergency room. The customer went in the day before because his blood glucose level would not drop below 400 mg/dl. The customer had an ear infection that was keeping his blood glucose level high. The customer was given antibiotics and was sent home. The customer woke up with a blood glucose level of 517 mg/dl. The customer was going to be admitted and keeping him overnight. They had him take off the insulin pump and was connected to the hospital's insulin pump. Now the hospital wanted to take him off that and give him manual injections. The infusion set had a bent cannula. The device was not returned.